Event description:
On (B)(6) 2011, patient reported that he stopped using the infusion device because it was not delivering insulin correctly. Patient reported that he developed a headache, and his blood glucose was 400 mg/dl. Target blood glucose is 80-140 mg/dl. Patient treated hyperglycemia with injection therapy. No error messages were received on the infusion device, and there were no air bubbles in the system. Patient did not wish to continue troubleshooting and advised he was no longer on infusion device therapy and did not want a replacement infusion device. The patient did not require treatment from a health care professional or second party to address the issue. Infusion device was requested for evaluation.